Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 146021 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a caucasian female patient had undergone a primary breast augmentation surgery with implantation of a 300cc mentor smooth round moderate profile prostheses. Post-operatively, the patient experienced device migration events associated with the left breast prosthesis as they lied down, in which the implant is described as falling out of pocket. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.